Event description:
Rn of brand new home patient (hp) reports hp with "pain" in shoulder due to excess air. Rn reports hp is aware of proper priming procedure. Hp reports she is doing "better", and that pain lasted a duration of 1/2 an hr. No medical intervention required per rn.